Event description:
In 2008, several gore excluder aaa endoprosthesis components was implanted to repair a hypogastric artery aneurysm. Postoperatively, the pt's aorta near the proximal implantation site dilated and the pt had a proximal type I endoleak. On approx two and a half months later, the previously implanted devices were successfully re-lined with additional gore excluder aaa endoprosthesis components. It was reported that the pt tolerated the procedure.